Event description:
Philips received a complaint by the customer on the v60 indicating that the device only operates on internal battery. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the v60 only operates on internal battery. The reported issue was tested with another power supply and plug, and the reported issue was confirmed. The remote service engineer (rse) then provided the customer with the part number for a replacement power supply and/or power management (pm) printed circuit board assembly (pcba). Onsite service is pending, and this investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The remote service engineer (rse) then provided the customer with the part number for a replacement power supply and/or power management (pm) printed circuit board assembly (pcba). A proposal for onsite service was sent to the customer but later expired after no response from the customer. No further service was provided by philips. A proposal for onsite service was sent to the customer but later expired after no response from the customer. No further service was provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.